Event description:
Info rec'd indicates the bed has no functions or power. There were no alarms, service codes or battery backup.

Manufacturer narrative:
The tech replaced the power control module to repair the bed.